Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 12/1/2020. H.6. Investigation: bd received 39 samples from the customer for investigation. 20 samples were evaluated by functional testing and the indicated failure mode for underfill with the incident lot was not observed as all product specifications were met. There were no related quality non-conformances during manufacturing of the product. 20 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to overfill as all samples met specifications. The fill-line on these tubes is a guide to the minimum fill, so the draw should be above the line until approaching the expiry date. Bd was unable to duplicate or confirm the customer¿s indicated failure mode because the defect was not evident in the testing of the samples. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported with the use of the bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes experienced overfill. This event occurred 25000 times. The following information was provided by the initial reporter: the customer stated "the vacuum is overfilled in the tubes. Instead of 2,7 ml it absorbs 3 ml blood.".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported with the use of the bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes experienced overfill. This event occurred 25000 times. The following information was provided by the initial reporter: the customer stated "the vacuum is overfilled in the tubes. Instead of 2,7 ml it absorbs 3 ml blood."